Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported premature battery depletion was not confirmed in the laboratory. Based on device settings, a longevity calculation was performed and was found to be within expected limits. The device was tested on the bench, and no anomaly was found.

Event description:
It was reported that when a patient presented in clinic for normal follow-up, the device was found to be at end of service. It was noted that the battery voltage reached eos from eri in a short amount of time. The device was explanted and replaced. The patient was in good condition post-procedure.